Manufacturer narrative:
(B)(4). Additional information the analysis results found that the device was returned in good condition. The tissue pad was examined and normal wear was visually seen. The tissue pad was attached to the clamp arm and no part was detached. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy procedure the device tissue pad came partially off of the device. It was removed with graspers from the patient. They used another device to complete the procedure. There was no patient consequence reported.